Event description:
Dealer stated that the rubber cover is coming off of the footboard, the front edge of the rubber has peeled away from the bottom half which is making it flap off, no injuries reported.